Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor failure is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.